Manufacturer narrative:
Device evaluation currently underway.

Manufacturer narrative:
The device was returned to edwards for evaluation and the reported condition was confirmed. Visual inspection found two cracks at the tip of the dilator. Root cause of this issue is unable to be definitively determined and no manufacturing defect can be confirmed. Manufacturing records were reviewed and there were no related non-conformances found. The instructions for use and risk control measures are appropriate at this time. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that the customer found a crack on the tip of the dilator when it was inserted into the cannula before use. The device was not used. Another device was used and the surgery was completed without problem.